Event description:
A caregiver (cg) contacted global technical services requesting assistance to end therapy on the homechoice (hc) machine because the home patient's (hp) transfer set came apart in dwell 5 of 5. The cg stated the nurse (rn) was going to replace the transfer set. The technical service representative (tsr) assisted the cg to end therapy from dwell 5/5. Product surveillance followed up with the cg via phone call; the cg stated the transfer set separated between the light blue and white part. The cg stated the transfer set had been in use for some time; however, it was not quite time for a replacement. The cg stated the hp was asleep and may have tangled his hand in the set up; a leak was noted at the separation location. The cg stated the hp was treated with antibiotics. Product surveillance also spoke with a nurse at the hp's dialysis clinic; no further detail was available. There was no adverse event reported; no further information is available.

Manufacturer narrative:
(B)(4). The nurse reported the sample was likely discarded. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a connection issue. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.